Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-8825p-1, suture anchor, peek mini pushlock® 2.5 mm x 8 mm, the anchor would not seat all the way in patient. The surgeon tried to tap anchor in further the but the 2-0 sutures broke and anchor pulled out for the first one. He tried another drill hole and another anchor, but it still sat a little proud but it was solid so the surgeon accepted it. The silver coloured mallet point on the anchor would not mallet down flush. They used the correct 1.8 drill and drill guide from their trays on shelf. This was detected during use in a thumb ulnar collateral ligament reconstruction on (B)(6) 2025. The procedure was completed successfully with the second anchor that was inserted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.